Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image confirmed the part and batch numbers of the device. The anchor was not visible in the photo. A visual inspection revealed that the anchor was not longer attached to the device and was not returned. The sutures did not appear to be used or altered, as the suture loops at the distal end of the device were intact. A small fragment was within the insertor. It was removed and found to be a small piece of metal that may have originally been part of material surrounding the eyelet of the anchor. No other fragments were returned. There was no debris. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: ¿ breakage of suture anchor can occur if predrilling is not performed prior to implantation. ¿ ensure the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. A clinical investigation concluded that it is unknown if all the broken fragments were retrieved from the patient. No clinically relevant supporting documentation was provided. Since the anchor is implantable, biocompatibility is not an issue. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force, off-axis insertion, or improper preparation of the insertion site. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a ligament repair procedure, the anchor of the twin fix was broken. Backup device was available to complete the procedure. It is unknown if a delay occurred. However, no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.